Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department with a low heart rate and in complete heart block. Upon interrogation, the pacemaker exhibited loss of capture. It was also noted that the device was unable to sense the underlying rhythm. The device was reprogrammed and the issues were resolved. The patient was stable.